Event description:
The service report shows the customer reported that the 840 ventillator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Puritan bennett was not authorized by the customer to either evaluate or repair the device. The root cause of the reported event is currently unk.

Manufacturer narrative:
Puritan bennett was not authorized to evaluate or repair the device. Attempts have been made to contact the customer to ascertain the status of the unit and any repairs that were made, but the customer has not responded to those messages.